Event description:
Betadine placed on 4x4 nonsterile gauze pad, discoloration to bluish purple instead of the orange brown color trialed on several other 4x4, 2x2, and both sterile and non-sterile found issue with one particular lot number. Also identified the packaging was different in color (dark navy blue vs lighter blue coloring on the outside of the package). Used in ophthalmology clinic.